Event description:
A patient who had undergone ent scope procedure about 20 times since august 2002 had three episodes of anaphylactic-like reactions, twice in 2003 and once in 2005. In all three instances, the patient recovered after 1-2 hours. The reactions were described as urticaria all over the body, unconsciousness and loss of facial color. One possible cause of the reaction is felt to be related to xylocaine spray.